Manufacturer narrative:
Product analysis: visual and optical inspection did not reveal any damage to the threads or the hex of the screw. Normal wear is present around the crown of the screw from the seating of the rod. The screw appears to function as intended. No fault found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, the patient underwent l4-s1 fusion and stabilization. On an unknown date, post-op, the implanted screw broke. Broken screws and rods were observed on patient's x-ray. Hence, on (B)(6) 2019, the patient underwent a revision surgery, in which the broken implants were explanted and were replaced by implants from another manufacturer. No fragment of the broken implants remained inside the patient.